Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however the treatment appears to be related to circumstances of the procedure as hemostasis was achieved with another method. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a diagnostic procedure. Reportedly, the proglide device would not backload onto the guide wire. The method of achieving hemostasis is unspecified. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.